Event description:
The pt received an scs sys including an ipg on (B)(6) 2010. It was reported that her ipg was replaced on (B)(6) 2011 due to the device turning both on and off without prompting. No further complications were reported.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Functional testing could not be performed due to canted bal-seal springs in the lower header port (channel 1-8). The pt program retrieved from the ipg indicated the lower port was used and the upper port was not used. It cannot be determined when the bal-seal springs were damaged or if they contributed to the reported event. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This serial number was part of a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.